Event description:
It was reported that while attempting to implant a lead, the lead exhibited high impedance and threshold measurements. The lead was attempted in multiple locations within the heart and a decision was made to remove it and use a different lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.